Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: attune ps fem lt sz 5 nar cem, 150410125, attune ps fb insrt sz 5 5mm, 151640505.

Event description:
Left knee. Original dos: (B)(6) 2015. Patient was subsided - tibial component was loose, implant to cement. Removed femur, insert, tray and cement. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.